Event description:
It was reported the right ventricular (rv) lead had an impedance increase from 500s to over 1500 ohms, there was an increased threshold and an apparent lead fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a resistance/impedance increase and weekly pace impedance trend data shows a gradual increase for min and max rv pace= 640 to 1808 ohms between (B)(6) 2011.